Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and complete clip detachment (ccd). It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Two clips were implanted and the mr was reduced from grade 4 to grade 1. One day post procedure, a follow up echocardiogram noted that the second implanted clip had detached from one leaflet, remaining attached to the other leaflet. The mr increased from grade 1 to grade 2. The first implanted clip remained well attached to both leaflets. The patient was asymptomatic. As the patient had a small valve area, it was determined that no additional clips would be implanted. On (B)(6) 2018, echocardiogram was performed and the clip was noted to be fully detached from both leaflets (ccd) and had embolized to the hepatic artery. Mr remained at grade 2. No further intervention is planned and no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of emboli ((mitraclip nt device), worsening mitral regurgitation(mr) and failure to retrieve mitraclip nt system components (foreign body in patient) as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) and complete clip detachment (ccd) appear to be related to challenging patient anatomy/ morphology (small valve area). The patient effect of worsening mr appears to be a cascading effect of slda. The reported foreign body left in the patient and embolism appear to be a result of procedural conditions and due to the slda and ccd. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.